Manufacturer narrative:
Pms decision has been changed and h11 updated as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges eye irritation, dizziness, and / or headache, asthma (new or worsening), kidney disease / toxicity, reduced cardiopulmonary reserve, heart attack, stroke, and congestive heart failure, however there is no information to indicate any causal relationship between the device and the harm reported. There is no allegation of serious or permanent harm or injury. No medical intervention was reported by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code, evaluation result code, conclusion code, adverse event/product problem, and type of reported complaint have been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges eye irritation, dizziness, and / or headache, asthma (new or worsening), kidney disease / toxicity, reduced cardiopulmonary reserve, heart attack, stroke, and congestive heart failure, however there is no information to indicate any causal relationship between the device and the harm reported. There is no allegation of serious or permanent harm or injury. No medical intervention was reported by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.